Event description:
A report from the field stated that there was an elevated intracranial pressure and a patent catheter, indicating that the valve was most likely obstructed and therefore was replaced. The pt was reported to be doing fine with no more health problems or injuries.